Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a blood leak occurred at the temperature port following one hour after extracorporeal membrane oxygenation (ECMO) support start. The physician exchanged the oxygenator resulting in a blood loss of approximately 500 ml. There was no leakage that occurred during the priming process or after oxygenator replacement. Photographic evidence showed what appears to be coagulated blood surrounding the arterial sampling port. The complaint sample was discarded onsite and not available for product return.

Event description:
A user facility reported that a blood leak occurred at the temperature port following one hour after extracorporeal membrane oxygenation (ECMO) support start. The physician exchanged the oxygenator resulting in a blood loss of approximately 500 ml. There was no leakage that occurred during the priming process or after oxygenator replacement. Photographic evidence showed what appears to be coagulated blood surrounding the arterial sampling port. The complaint sample was discarded onsite and not available for product return. Upon follow-up, it was reported that there was no resulting patient serious injury or adverse event.

Manufacturer narrative:
Additional information: b5, d4 non-conformity was not observed during the manufacturing process. Three other complaints have been reported for this batch number with one similar complaint. The complaint sample was not available for evaluation. Due to 100% leak testing, it is highly unlikely to detect a failure in the retention sample. The photographic evidence provided does not show the original cap at the blood sample port. Because the complaint sample was not available for evaluation, a definitive cause of the described leak could not be determined. Based on the available information, a small crack in the blood sample port could have caused the leak. Material stresses may occur during the injection molding process and cracks can be caused by the release of material stresses, for example during handling, e.g. Tightening of the connection or transport. The oxygenators for this xlung kit 230 cn were produced in september 2022. The injection molding tool for the oxygenator housing has been replaced since.